Event description:
It was reported that stent inadvertent deployment occurred. A 6.0-22 carotid wallstent¿ was selected to treat the lesion. However, the physician noted that the stent was 'released' while being introduced into the introducer sheath. The problem occurred outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Evaluated by MFR: two devices were returned for analysis that had the same positioning of radiopaque markerbands. The valve body was fully retracted on both delivery devices and the stents had been deployed and not were not returned. Dried blood was noticed along the shaft of one of the devices. No issues were noted with the profile of either delivery device. During analysis, the outer sheath was closed to the tip and it was possible to insert each device through a 5fr introducer sheath without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent inadvertent deployment occurred. A 6.0-22 carotid wallstent¿ was selected to treat the lesion. However, the physician noted that the stent was 'released' while being introduced into the introducer sheath. The problem occurred outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).